Event description:
It was reported that the 9600 sys would not save images to pacs. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The dicom was reprogrammed during the svc call. The sys was tested and found to be working as intended and put back into svc.